Event description:
Caller reported that pump "takes at least 30 seconds to recognize charger". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.